Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the ventricular lp was able to be interrogated in the atrium but once it advanced into the right ventricle there was no communication. The device was removed and replaced. The new ventricular lp exhibited the same behavior and was removed and replaced with a competitor lp. Multiple electrode sets were utilized in multiple positions and two different programmers were used. The patient was stable.

Manufacturer narrative:
The reported event of interrogation anomaly was not confirmed. Visual inspection showed that the helix was within specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.